Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® flashback blood collection needle there was an issue with foreign matter.

Event description:
It was reported that during use of the bd vacutainer® flashback blood collection needle there was an issue with foreign matter.

Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for red foreign material within the flash chamber with the incident lot was observed. Additionally, visual inspection of the customer samples was performed and red foreign material within the flash chamber was observed, as well as traces of material on the tip and along the body of the IV cannula and on the sleeve of the np (non-patient) cannula. Bd also observed that the sleeve of the np (non-patient) cannula had been previously pierced. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for red foreign material within the flash chamber with the incident lot was observed. Additionally, evaluation and testing of the customer sample was conducted and material most likely blood was present within the flash chamber. Root cause description: based on the investigation, the reported issue occurred after the manufacturing and sterilization process.